Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: h6: component code was added: 4755. H6: health effect code was added: 4627 and 4627. H6: health effect clinical code was added: 1932 and 2377. H6: health effect clinical code was removed: 1930. H6: tyoe of investigation codes were added: 4109 . H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 . A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Osseo-integrated dental implants are an important tool in prosthetic dentistry and provide edentulous patients with alternative replacements for teeth. Although most implants are extremely successful, with survival rates of up to 98% for implants placed in controlled clinical settings, implants can fail. Problems associated with this minor defect rate are infection, bone loss, and/or peri-implantitis, which are likely attributed external factors including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. These events are previously investigated failures which are currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess infection, bone loss, and peri-implantitis as potential failures with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for these events have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. With no signals indicating a systemic quality issue, no escalation to CAPA is required. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported by the customer that the patient had peri-implantitis requiring implant removal. Bone loss and inflammation noted. Patient will return for a new implant.